Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, on a closed resection of the lung lobe, the reload was not able to unload. The stapler was not able to fire, the surgeon was able to press the green button but was not able to squeeze the handle. They replaced with a new reload to complete the case. There was no patient injury.